Event description:
Case description: investigation results: novopen echo plus, batch: unknown: no investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following information: on 13-oct-2025 investigation results updated. Investigation results updated in qc comment and qc results. Final report ticked, expected date of follow up removed from EU/ca tab. Is non-reportable updated to no and malfunction updated to no. Bcdg codes updated in device addendum. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 17-oct-2025: the suspected device novopen echo plus has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. H3 continued: evaluation summary: investigation results: novopen echo plus, batch: unknown: no investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) their sugar level was 500 [blood glucose increased], the plunger was twisted, the plunger stays up and does not go down [device issue], not expelling insulin [device failure]. Case description: this serious spontaneous case from spain was reported by a consumer as "their sugar level was 500(sugar blood level increased)" with an unspecified onset date, "the plunger was twisted, the plunger stays up and does not go down(device plunger issue)" with an unspecified onset date, "not expelling insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: medical history was not provided. On an unknown date patient was not expelling insulin, it had happened with a cartridge that they had already started. The patient said that her sugar level (blood glucose) was 500 (units not reported) and did not know why, and when she took out the cartridge the patient said that the plunger was twisted. The patient said that the plunger stayed up and did not go down. It was tried removing the cartridge to unblock the plunger and it came out, then making several purges the plunger was placed in the position to push the cartridge and liquid came out. Batch numbers: novopen echo plus: has been requested. Action taken to novopen echo plus was not reported. The outcome for the event "their sugar level was 500(sugar blood level increased)" was not reported. The outcome for the event "the plunger was twisted; the plunger stays up and does not go down (device plunger issue)" was not reported. The outcome for the event "not expelling insulin (device failure)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.